Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope. We made a visual inspection of the implant. Here we found an opened jaw and the clip is no more in its delivery state. We also detected scratches and quirks. We also discovered an unknown deposit. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found it to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard and DHR files, a material defect and production error can be excluded. Since these clips are subject to a 100% inspection of surface, geometry, and closing force, a delivery condition with poor geometry is excluded. Investigations lead to the assumption that the opened jaw, scratches and quirks were caused by an improper handling. There is the possibility for an incorrect gripping with the applying forceps and was thus opened too wide when opening with the forceps or were caused by using an applier or removal forceps from other manufacturers. Therefore there is a restriction of the functionality and the possibility of non-releasing and changing of the closing force. The clip has not been distributed in this conclusion. The factory set closing force could not be checked because the clip was no more in its delivery state. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that an aneurysm clip did not release properly from the forceps, which resulted in the clip not closing completely. The procedure was completed without any injury or negative consequence to the patient.